Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number. Additional contact person from ufmw: (B)(6).

Event description:
A medsun mandatory medwatch report (uf/importer report# (B)(4)) was received which stated the following: event title: confidential, 3. Spiros leaking on patient all night." It was also reported that the original intended procedure was chemotherapy administration, the device failed (e.g broke, couldn't get it to work or stopped working) and the approximate age of device was 1 day. The event occurred at the outpatient treatment facility.